Manufacturer narrative:
One actual sample was received for evaluation. A visual inspection with naked eye noted the patient luer connector separated from the tubing. The reported condition was verified. The cause of the event was determined to be manufacturing related due to welding operation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2019. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white tip of the patient line of the homechoice cassette disconnected from the tubing during setup of peritoneal dialysis therapy. There was no patient involvement. No additional information is available.